Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a aseptico motor was auto reversing too quickly. No injury occurred.

Manufacturer narrative:
Requests have been made to manufacturer/repair center requesting investigation results. This unit has not been received in their system. Therefore, we will close complaint. Will reopen if additional information is received. Product not received at investigation site. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.